Manufacturer narrative:
Investigation: visual inspection revealed that the seal had been completely unraveled. The tension spring assembly was inside the delivery tube and the seal was outside of the delivery tube. The white collar was not present; the plunger had been depressed. The device was very bloody. Based upon the rec'd condition of the device, the reported complaint "seal did not deploy properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring ii seal did not deploy properly. After the seal was deployed, the surgeon pulled back the tube and the seal came out with the tube. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.